Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain and radicular pain syndrome. It was reported that the whole pump system was removed on (B)(6) 2018 due to infection. It was also reported that the patient had an infection that would not heal and the system was removed as an intervention. No further information was provided. No further complications were reported.